Event description:
It was reported that the home patient (hp) had a high drain volume alarm on the homechoice (hc) during after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp used a red bag during this therapy that the hp normally does not use. As a result, the ultra filtration was higher than normal. The registered nurse (rn) stated that the device was working without any issues and the patient is doing better. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.